Manufacturer narrative:
The reported event of crm (B)(4) - error codes 13-1201-512 and 13-1077-227 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the device displayed error codes 13-1201-512 and 13-1077-227 during patient treatment in the radiation area. The device was taken to biomed and the biomed engineer was unable to replicate the error even after the unit was removed from the radiation area. The biomed engineer stated that he is aware that radiation may cause the pump to alarm with the error code. There was no report of patient harm.